Event description:
It was reported that thrombosis and a sheath kinked occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. During the procedure, a clot was noted on the was. The was removed, and the entire system taken out and the device flushed. When the was removed, it noticed that the was also kinked. It exchanged for a new trusteer . The issue resolved by using the new and giving additional heparin to the patient. Because the patient's anatomy not appropriate for the implant, the physician decided to abort the procedure after several attempts with two (2) different size devices. There were no patient complications reported.